Event description:
The customer reported a false positive reaction of one patient sample with cell #3 of biotestcell p3 on tango. The customer had neither returned the supposedly defective product nor the sample that had caused a false positive test result. Therefore, our quality control laboratory tested the retained sample of biotestcell p3 with different controls and 24 different donor samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell p3 functions correctly. In addition to the documented antigens of biotestcell p3 there are a lot of further antigens. Because of the large number of antigens (> 500) and the rareness of many of them a testing of all antigens is not possible. Therefore, it might happen that in rare cases a positive reaction with a cell of biotestcell p3 may occur but can not be explained. Testing of biotestcell p3's antigenes covers the most common antigens and is according to the state of the art. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident